Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device was received undeployed. The device was received with the reservoir in a full state, and the fill rod shorted the fill spring sensors. However, the device failed to pair with the master pdm. The hook switch cups were manually shorted, the fill springs were manually shorted, and the device was connected to an external power source, but the device still failed to pair with the master pdm. After removing the pcb from the device, the pcb was connected to an external power source, and the fill sensor pads on the pcb were manually shorted. This action activated the device. No damages were observed to any component of the fill sensor assembly. The fill sensor assembly is defective. The inability of the fill sensor to activate the device as intended ultimately resulted in the needle's failure to deploy. The data presented an 0x21 alarm, and the device was in pod state 13. This occurred while the pcb was being manipulated.